Event description:
It was reported that during a bilateral battery replacement, while opening the battery pocket, an extension connected to an old stimulator was accidentally. A new extension was opened. The surgeon began to tunnel the area, but had trouble making a clear passage. Following the tunneling through the neck, the extension was loaded onto the carrier and inserted into the tunneller. The extension and carrier were pulled through the battery pocket to the top of the head. While doing so, the carrier appeared to be caught halfway. The surgeon pulled the tunneller through, but only the carrier came through. Half of the top part of the carrier was missing/broken. The surgeon pulled the extension from the pocket incision. The extension gave and was pulled out, but the top part that was in the carrier had broken off. An incision was made in the neck of the patient and the top part of the broken extension and the broken carrier piece were found. A new extension was opened, retunnelled and successfully implanted. The patient recovered fully.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4). Product type: extension: product ID neu_tunnelingtool. Product type: accessory: product ID neu_unknown_ext. Product type: extension: product ID neu_carrier/1x4. Product type: accessory. (B)(4).

Event description:
Follow up information reported that devices were discarded by the hospital and not available for analysis. If additional information is received, a follow up report will be sent.